Event description:
It was reported that the patient experienced palpitations and presented to the hospital. The device had indicated elective replacement (eri) about one month earlier and was pacing at vvi65. During interrogation, it was initially impossible to measure the battery voltage because a device "lockup" (reset) had occurred. The reset was cleared and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054 implantable pacing lead 2002 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that there was a measurement system lock up elective replacement indicator (eri). The lock up was successfully cleared.